Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump, following a battery change. It was also stated that the insulin pump has a crack on the right hand side of the screen. The customer was unable to rewind the insulin pump and was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose was 13.4 mmol/l. Nothing further was reported.